Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for split housing. Unable to test function of the actuator. The underlying cause could not be identified.

Event description:
The actuator would not go up or down. The actuator was making grinding noises.